Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/04/2021.

Manufacturer narrative:
This report was received from a literature article. Literature article: jianteng xie, huizhen wang, sheng li, yangyang zuo, yanhui wang, yifan zhang, tiantian liang, jing li, liping wang, zhonglin feng, zhiming ye, xinling liang, wei shi and wenjian wang, "low-volume tidal peritoneal dialysis is a preferable mode in patients initiating urgent-start automated peritoneal dialysis: a randomized, open-label, prospective control study". Therapeutic apheresis and dialysis 2019; 23(5):409¿417, 2019 international society for apheresis, japanese society for apheresis, and japanese society for dialysis therapy. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed involving 49 automated peritoneal dialysis (apd) patients. Two patients experienced peritonitis. The cause and treatment for the events were not reported. It was not reported if the patients were hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.